Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire remained left behind in patient. Patient's mother claimed that she could not see the sensor wire, but suspected that it could have remained in insertion site. Patient's mother reported slight redness at insertion site, but stated that the redness cleared. No medical intervention was necessary.